Manufacturer narrative:
The high frequency (hf) cable was not returned to olympus for evaluation. The cause of the reported event could not be determined at this time. However, based on similar device/events, the most probable cause of the reported event can be attributed to improper handling, overload by application of external bending and/or tensile forces by the user in combination with exceeded service life. The instruction manual warns the user: "visually inspect the cable and the plugs for irregularities on the surface. Do not use a cable with brittle or defective insulation. Do not use the hf cable after one year of use. Replace the cable.¿ olympus technical assistance informed of service life. If additional information becomes available or if the device is returned for evaluation, this report will be supplemented accordingly.

Event description:
Olympus was informed that during an unspecified procedure, the high frequency cable sparked near the connection to the electrosurgical generator. No patient injury was reported. The user facility reported the cable has been used multiple times prior to failing and is an older cord and may have been in use for more than a year.